Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 158 mg/dl and the sensor glucose was 230 mg/dl at the time of the incident. The customer reported that the patient¿s blood glucose had been very erratic the last couple of days. The customer stated that her sensor readings have been off. The customer stated last night her pump was suspended due to a low however, when she checked her blood glucose it was 146 or 147 mg/dl. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered the suspend event was 69 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.